Event description:
It was reported that this patient received a full revision replacement due to high impedance. The explanted lead and generator have been received by the manufacturer and analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
The generator underwent product analysis and diagnostics were as expected for the programmed parameters. The battery measured 2.704 volts indicating an intensified follow-up indicator (ifi) =yes condition. There were no performance or any other type of adverse conditions found with the pulse generator. The lead underwent product analysis and the report of a lead fracture was not confirmed. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portions were performed, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portions of the device. Note that since the electrode array section was not returned for analysis, an evaluation cannot be made on that portion of the lead. No other relevant information has been received to date.